Event description:
It was reported the pt's ipg became inoperable due to not charging it for few months. The sjm rep confirmed the communication issue between the ipg and external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Field correction: this ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.